Event description:
The following info was reported to bsc; during a procedure, we noticed the pt's heart rate was slowing, the physician immediately put the accunav catheter back in and noticed a small effusion. The pt's heart rate and o2 saturation dropped further, and the pt was taken to surgery and is doing well.

Manufacturer narrative:
Catheter was visually inspected and verified normal. During functional testing, the catheter functioned as expected during electrical testing investigation. The right and left steering curves met the spec. Review of mfg records found no issues related to the event. A 15 month review of complaints for the prod family found no negative trend. Review of labeling performed; effusion (pericardial / pleural) is labeled as a potential adverse event. Event related to MDR # 2953184-2008-00035.